Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 39 days ((B)(6) 2020 - (B)(6) 2020 per time stamp). On (B)(6) 2020 at 22:48 and (B)(6) 2020 at 02:51, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~5v. The alarm cleared on its own shortly after power was restored each time. The backup battery was able to provide power to the controller during this event. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. (B)(6) was not returned for analysis and was exchanged. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use ¿alarms and troubleshooting¿ and heartmate iii patient handbook "alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had no external power alarms when connected to mobile power unit (mpu) on (B)(6) 2020. The mpu had a locking power cord. It was suggested to replace mpu unit. The mpu issue was recreated in clinic. There were not environmental circumstances explaining the issue and the power cable was connected with yellow locked connection. .